Manufacturer narrative:
H3, h6: seven complaint regarding a subsidence of a sl mia were reported from the same hospital. The case in scope reports, that the reamer fit optimally intraoperatively, however the stem could not be positioned deep enough. A revision surgery (change of the head to a longer version) has already been carried out due to abrupt shortening of the leg caused by subsidence. While doing the revision, it was noticed that the stem was firmly integrated and, therefore, was left in place. Therefore, the device, used in treatment was not returned for investigation. The production documentation could not be reviewed, as no batch nor part number was communicated. Therefore, it cannot be determined whether the part met the specification at the time of manufacturing. The complaint history for the product family was reviewed. The failure mode and the severity are covered through our risk management files. The IFU (lit. No. 12.23, ed. 05/16) lists "dislocation, subluxation, insufficient range of movement, undesirable shortening or lengthening of the limb" among the possible side effects resulting from total hip arthroplasty. A medical investigation concludes, that based on the received materials, no thorough analysis can be conducted. Furthermore, the responsible surgeon assumes user errors which might have contributed to the problem. Please refer to the sl-plus / sl-plus mia surgical technique lit. No. 06956-en, v2, 08/17, for preoperative planning and placement of the stem. This complaint was reopened as the rasps, which were used for the case, were returned for investigation. A dimensional evaluation of the rasps was performed, no deviations from specification could be detected. The rasps show nicks, burrs and scratches, which most likely originate from repeated use of the device. It must be noted that instruments should be inspected according to "processing (cleaning, disinfection and sterilization) of instruments from smith & nephew orthopaedics ag" (lit. N°03389-en 1363 v3 11/19). The relationship between the reported event and the involved devices cannot be confirmed. The root cause stays undetermined after investigation, however, as stated, user errors could have contributed to the reported event. This case is considered as closed, further actions are not deemed necessary. Smith and nephew will monitor this device for similar issues. H6, h10.

Manufacturer narrative:
H3, h6: seven complaint regarding a subsidence of a sl mia were reported from the same hospital. The case in scope reports, that the reamer fit optimally intraoperatively, however the stem could not be positioned deep enough. A revision surgery was planned for (B)(6) 2021, however it was not communicated if it was carried out. The device, used in treatment was not returned for investigation. The production documentation could not be reviewed, as no batch nor part number was communicated. Therefore, it cannot be determined whether the part met the specification at the time of manufacturing. The complaint history for the product family was reviewed. The failure mode and the severity are covered through our risk management files. The IFU (lit. No. 12.23, ed. 05/16) lists "dislocation, subluxation, insufficient range of movement, undesirable shortening or lengthening of the limb" among the possible side effects resulting from total hip arthroplasty. A medical investigation concludes, that based on the received materials, no thorough analysis can be conducted. Furthermore, the responsible surgeon assumes user errors which might have contributed to the problem. Please refer to the sl-plus / sl-plus mia surgical technique lit. No. 06956-en, v2, 08/17, for preoperative planning and placement of the stem. This complaint was reopened as the rasps, which were used for the case, were returned for investigation. A dimensional evaluation of the rasps was performed, no deviations from specification could be detected. The rasps show nicks, burrs and scratches, which most likely originate from repeated use of the device. It must be noted that instruments should be inspected according to "processing (cleaning, disinfection and sterilization) of instruments from smith & nephew orthopaedics ag" (lit. N°03389-en 1363 v3 11/19). The relationship between the reported event and the involved devices cannot be confirmed. The root cause stays undetermined after investigation, however, as stated, user errors could have contributed to the reported event. This case is considered as closed, further actions are not deemed necessary. Smith and nephew will monitor this device for similar issues. H10.

Manufacturer narrative:
Results of investigation: seven complaint regarding a subsidence of a sl mia were reported from the same hospital. The case in scope reports, that the reamer fit optimally intraoperatively, however the stem could not be positioned deep enough. A revision surgery is scheduled for january 2021 due to possible secondary sintering. Therefore, the device, used in treatment was not returned for investigation as it is still implanted. The production documentation could not be reviewed, as no batch number was communicated. With this complaint, six more complaints were reported regarding a subsidence of an sl mia stem. The failure mode and the severity are covered through our risk management files. The IFU (lit. No. 12.23, ed. 05/16) lists "dislocation, subluxation, insufficient range of movement, undesirable shortening or lengthening of the limb" among the possible side effects resulting from total hip arthroplasty. A medical investigation concludes, that based on the received materials of all seven cases, no thorough analysis can be conducted. Furthermore, the responsible surgeon assumes user errors which might have contributed to the problem. The reported failure mode could not be independently confirmed. The root cause is attributed to a known inherent risk from a total hip arthroplasty. Should additional information become available, this complaint will be reassessed. Smith and nephew will monitor this complaint for similar issues. Surgeon has informed smith & nephew that he considers user errors to be responsible for the problems that have occurred. He does not assume a product malfunction.

Manufacturer narrative:
(B)(4).

Event description:
The surgeon reported that the reamer fit optimally intraoperatively, but the final stem could not be positioned deep enough in the prepared reaming bed. A revision surgery is scheduled for (B)(6) 2021 due to possible secondary sintering.